Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5515-f-302, triathlon ps fem component, cemented, lot code: edx4. Cat. No.: 5521-b-300, tri ts baseplate size 3, lot code: bk3f. Cat. No.: 5546-a-302, tri rm/ll tib aug sz3 10mm, lot code: unknown. Cat. No.: 5560-s-209, tri cemented stem 9mmx100mm, lot code: 1wn7. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Manufacturer narrative:
An event regarding pain and potential loosening involving a triathlon insert was reported. The event was not confirmed. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for this lot. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Surgeon commented that patient was experiencing pain. Positive bone scan.

Event description:
Surgeon commented that patient was experiencing pain. Positive bone scan.